Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a jetstream atherectomy system still in the shelf box. Visual examination revealed that the seal on the shelf box was cut open. The pouch appeared to still be sealed and undamaged. Inspection of the remainder of the device revealed no other damage or irregularities. The complaint was confirmed as the cut seal was consistent with the reported unsealed device packaging.

Event description:
It was reported that sterility was compromised. This 1.85mm jetstream sc had no damage to the outer box; however, the packaging seal was broken, so the contents could be taken out. It was reported that the sterility of the device was compromised. There was no patient or procedure involvement.

Event description:
It was reported that sterility was compromised. This 1.85mm jetstream? Sc had no damage to the outer box; however, the packaging seal was broken, so the contents could be taken out. It was reported that the sterility of the device was compromised. There was no patient or procedure involvement.